Manufacturer narrative:
Block h6: imdrf device code a0414 captures the reportable event of lumen torn material. Imdrf impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in the larynx during an esophageal dilation procedure performed on (B)(6) 2025. During preparation, the device was found fractured in the balloon inflation channel (lumen). The air did not pass and the little air that managed to pass was not maintained. A photo and video of the device were provided and show the inflation lumen was physically damaged (pinched/kinked). The procedure was canceled after patient sedation and is currently pending rescheduling. There were no patient complications reported as a result of this event. Note: the instructions for use (IFU) indicate that this balloon should not be pre-inflated prior to use in the procedure. However, the customer reported that the balloon was pre-inflated outside of the patient.

Manufacturer narrative:
Block b5 has been corrected based on the information received on april 21, 2025. Block h6: imdrf device code a0414 captures the reportable event of lumen torn material. Imdrf impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in the larynx during an esophageal dilation procedure performed on (B)(6) 2025. During preparation, the device was found fractured in the balloon inflation channel (lumen). The air did not pass and the little air that managed to pass was not maintained. A photo and video of the device were provided and show the inflation lumen was physically damaged (pinched/kinked). The procedure was canceled after patient sedation and is currently pending rescheduling. There were no patient complications reported as a result of this event. Note: the instructions for use (IFU) indicate that this balloon should not be pre-inflated prior to use in the procedure. However, the customer reported that the balloon was pre-inflated outside of the patient. Additional information received on april 21, 2025. It was reported that MFR report # 3005099803-2025-01906 alliance syringe and MFR report # 3005099803-2025-01952 cre pro wireguided dilatation balloon were used in the same patient with same procedure and are related.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in the larynx during an esophageal dilation procedure performed on (B)(6) 2025. During preparation, the device was found fractured in the balloon inflation channel (lumen). The air did not pass and the little air that managed to pass was not maintained. A photo and video of the device were provided and show the inflation lumen was physically damaged (pinched/kinked). The procedure was canceled after patient sedation and is currently pending rescheduling. There were no patient complications reported as a result of this event. Note: the instructions for use (IFU) indicate that this balloon should not be pre-inflated prior to use in the procedure. However, the customer reported that the balloon was pre-inflated outside of the patient. Additional information received on april 21, 2025. It was reported that MFR report # 3005099803-2025-01906 alliance syringe and MFR report # 3005099803-2025-01952 cre pro wireguided dilatation balloon were used in the same patient with same procedure and should be related.

Manufacturer narrative:
Block h6: imdrf device code a0414 captures the reportable event of lumen torn material. Imdrf impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure. Block h11: investigation results. The cre pro wireguided dilatation balloon was not returned; however, an analysis was performed based on a photo of the device that the complainant provided. The photo revealed that the lumen was pinched/kinked; consequently, confirming the reported event of lumen torn material. According to the photo provided by the customer, it can be observed the device with evidence of lumen pinched/kinked. There is not enough evidence to determine whether the lumen torn material was due to the physician's manipulation during the device preparation or was related to a device malfunction. Due to lack of evidence and without proper evaluation of the device, the most probable cause of this complaint is cause not established. A labeling review was performed and, from the information available, this device was used in a manner inconsistent per the instructions for use (IFU) / product label.